Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose was 268 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the minimum fill issue could not be verified.